Event description:
Removal of right acetabular shell, liner and c-taper head because patient complaining of pain. The surgeon identified on x-ray that the acetabular shell looked loose. The original surgery was on (B)(6) 2004 and the patient presented with groin pain in (B)(6) 2008 following a period of significant activity on the farm. He then presented again on (B)(6) 2013 with intermittent pain and crunching. When the surgeon removed, the c-taper ceramic femoral head with the femoral head impactor, he noticed there were dull marks on one side of the femoral head and once he removed the acetabular shell and liner articulated the femoral head inside the ceramic liner, he felt that the head was catching in the liner. The trident shell was replaced with a tritanium shell, 36mm polyethylene liner and 36mm c-taper ceramic head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding shell loosening involving a trident shell was reported. The event was not confirmed. There was no bony or fibrous on-growth on the coated surface of the shell, however there were shiny marks all over the coated surface, consistent with micromotion. There are scratches present around the screw holes of the shell, most likely due to explantation. The device was dimensionally within specification. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. Investigations have been conducted on individual product complaints which reported loosening, or poor fixation of trident hemispherical and peripheral self locking (psl) shells. Per our corrective action/preventive action policy and procedures stryker orthopaedics conducted an investigation to evaluate reports of shell loosening involving trident hemispherical and psl acetabular shells. An analysis of the overall complaint data is documented in CAPA 6055. The root cause analysis conducted as part of CAPA 6055 determined the root cause of the trident shell loosening is failure to achieve initial biological fixation due to inadequate execution of the recommended surgical technique. Specifically, surgeons were not adequately executing the correct reaming technique required for the preparation of the acetabulum. Further information such as pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened.

Event description:
Removal of right acetabular shell, liner and c-taper head because patient complaining of pain. The surgeon identified on x-ray that the acetabular shell looked loose. The original surgery was on (B)(6) 2004 and the patient presented with groin pain in (B)(6) 2008 following a period of significant activity on the farm. He then presented again on (B)(6) 2013 with intermittent pain and crunching. When the surgeon removed the c-taper ceramic femoral head with the femoral head impactor, he noticed there were dull marks on one side of the femoral head and once he removed the acetabular shell and liner articulated the femoral head inside the ceramic liner, he felt that the head was catching in the liner. The trident shell was replaced with a tritanium shell, 36mm polyethylene liner and 36mm c-taper ceramic head.